Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: b1, b2, h1, h2, h6, and h11. Additional information: intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument/accessory was inspected prior to use, and nothing was found out of the ordinary. The surgeon commented that the monopolar curved scissors (mcs) tip cover accessory shifted halfway and eventually fell off inside the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The mcs tip cover accessory was retrieved and extracted via the assist port during the same surgical procedure which was completed robotically. An x-ray examination was performed to check for fragments. No additional surgical procedure was required to remove the mcs tip cover accessory. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The mcs tip cover exhibited localized melting, which is indicative of arcing on the outer side of the tip cover. The tip cover was not returned with an mcs instrument. The probable root cause is either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use or collisions. Collisions may have caused the tip cover to become dislodged during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors (mcs) tip cover accessory, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory came off, but it did not fall inside the patient. The procedure was completed with no reported injury.